Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is pending testing and evaluation and device history record review. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, utilizing a contralateral approach, a 120 cm. Outback elite re-entry was inserted into a non-cordis sheath introducer and advanced to the lesion. It did not cross the lesion, and there was resistance felt during the removal of the outback. Another new outback was used. There was no reported patient injury, and the procedure was completed successfully. The target lesion, vessel level of tortuousness, calcification, and rate of stenosis was unknown. The product was clinically used, and it will be returned for analysis.  Additional information has been received. There was no other product issue noted either at the account, after the procedure, or prior to shipping for inspection. The device was prepped per the instructions for use (IFU). There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. Additional investigative questions were answered as unknown.

Manufacturer narrative:
Complaint conclusion- as reported, utilizing a contralateral approach, a 120 cm. Outback elite re-entry was inserted into a non-cordis sheath introducer and advanced to the lesion. It did not cross the lesion, and there was resistance felt during the removal of the outback. Another new outback was used. There was no reported patient injury, and the procedure was completed successfully. The target lesion, vessel level of tortuousness, calcification, and rate of stenosis was unknown. There was no other product issue noted either at the account, after the procedure, or prior to shipping for inspection. The device was prepped per the instructions for use (IFU). There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepped normally. Additional investigative questions were answered as unknown. A non-sterile unit of outback elite 120cm re-entry was received inside of a plastic bag. The cannula was received fully retracted into the ob-ltd (not deployed). No damages were observed on the device. The involved sheath introducer was not received. Functional analysis was performed and when the "handle deployment" was actuated, the cannula/needle tip was able to advance several times via distal movement of the handle deployment and the handle deployment slide was able to be locked in the most proximal position. Also, the received outback elite was inserted through a 6 fr sheath introducer lab sample and no resistance was experienced during the device insertion or withdrawal. Review of lot 17444021 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported by the customer as ¿cto catheter system - failure to cross¿ could not be confirmed due to the nature of the complaint. The reported ¿cto catheter system - withdrawal difficulty - through guide/sheath¿ was not confirmed either since functional testing was performed successfully. The cause of the events experienced by the customer could not be conclusively determined. According to the product instruction for use, users are cautioned that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback elite re-entry catheter. Neither the analysis nor the device history record review suggests that this event is related to the manufacturing process. Therefore, no corrective or preventative action was taken at this time.